Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported being hospitalized for diabetic ketoacidosis (dka) following high blood glucose (bg) levels. The event began on 02-feb-2025 after the user visited a friend's house and began experiencing nausea and vomiting the following afternoon. The user's foster mother called emergency medical services (ems) when the user's bg was measured at 655 mg/dl. Ems transported the user to the hospital, where they remained for three days. During hospitalization, the user was disconnected from the ilet system and treated with intravenous (IV) insulin, fluids, as well as multiple daily injections (mdi) after the insulin drip. Engineering logs showed that the user ran out of insulin and received multiple alerts for low and empty insulin levels, but the user did not recall these alerts due to feeling ill. The user was discharged on (B)(6) 2025 with no long-term effects reported and has since reconnected to the ilet system. The user was wearing a dexcom g7 continuous glucose monitor (cgm) at the time of the event.